Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented for post-op check. Rv lead exhibited unacceptable thresholds. There were no other electrical anomalies noted. The lead was explanted and replaced. The patient was stable before, during and after the procedure. The lead will not be returned for analysis.